Event description:
It was reported that the patient went to the emergency department due to shortness of breath and not feeling well overall. The device was interrogated and it was found to be at elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. The physician was very disappointed in this device lasting just over 3 years. The physician later indicated that the device "stopped working" right after reaching eri. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was a part of the recall. Device analysis indicated that the device did act in a manner consistent with the recall. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(6). (B)(4).